Event description:
Customer called to report a broken reservoir compartment. The o-ring was worn and fell off. The washer is also gone. The reservoir cannot be secured and falls out. Blood glucose reading was 75 mg/dl. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with broken reservoir tube and battery tube threads, severely scratched display window and cracked near the display window corners. In addition, during the visual inspection was noted missing reservoir tube lip o-ring.